Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on the information reviewed, a cause for the reported single leaflet device attachment (slda) cannot be determined. The reported unexpected medical intervention was a result of case-specific circumstances as additional clip was implanted to stabilize the slda clip. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6) 2026, a patient presented with garde 5 functional tricuspid regurgitation (tr), enlarged right atrium and rotated heart for a triclip procedure. During the procedure, one triclip was implanted on the medial side of anterior and septal leaflet. Upon deployment, it was determined that there was a single leaflet device attachment (slda) and the clip was no longer attached to the anterior leaflet. Additional second triclip was implanted on the central side of posterior and septal leaflet to stabilize the slda. The final tr was grade 3. There were no adverse patient effects or clinically significant delays reported.